Event description:
It was reported that the dermatome was working during the case and then stopped in the middle of the doctor harvesting a graft. From there, the dermatome would no longer turn on; would not power on. The doctor was not able to get enough graft. There was a need to take more donor site but it was planned. A replacement dermatome was available to be used. There was a surgical delay of about 10 minutes while the second dermatome was being set up surgery was completed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported.